Event description:
It was reported that the device was implanted in 2007. At approximately 8 months later, the pt presented tibial base plate loosening. A revision surgery occurred in 2008.

Manufacturer narrative:
Evaluation summary: post-op x-rays are not available for review. It's not known whether or not the bone cement was applied around the keel. The cause of the tibial component loosening could not be definitively determined due to insufficient info. Evaluation: no product was returned. Review of the device history did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.